Manufacturer narrative:
Complaint conclusion: as reported, the window of a 7f exoseal vascular closure device (vcd) remained uncolored. Finally, the occluder was withdrawn and manual compression was changed. There was no reported patient injury. When the device is slowly withdrawn at an angle of about 50° degrees, after the pulsating blood flow of the blood return indicator stops, the occluder was slowly withdrawn about 1 cm. The user then continued to retreat slowly, and the window remained uncoloured. The procedure was an aneurysm surgery performed retrograde from the right femoral artery using an 8f non-cordis short sheath. The surgeon has been using exoseal for many years. The patient does not have a history of infectious diseases. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18430765 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator window no change to indicator¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. No preventative or corrective actions will be taken at this time.

Event description:
As reported, the window of a 7f exoseal vascular closure device (vcd) remained uncolored. Finally, the occluder was withdrawn and manual compression was changed. There was no reported patient injury. When the device is slowly withdrawn at an angle of about 50° degrees, after the pulsating blood flow of the blood return indicator stops, the occluder was slowly withdrawn about 1 cm. The user then continued to retreat slowly, and the window remained uncoloured. The procedure was an aneurysm surgery performed retrograde from the right femoral artery using an 8f non-cordis short sheath. The surgeon has been using exoseal for many years. The patient does not have a history of infectious diseases. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 7f exoseal vascular closure device (vcd) remained uncolored. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. There was no difficulty connecting the 8f non-cordis vascular sheath introducer to the 7f exoseal vascular closure device (vcd). The indicator wire cowling did not lock against the handle assembly, and no audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The 7f exoseal vascular closure device (vcd) and 8f non-cordis vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped; the physician did not place their thumb on the plug deployment button during retraction, and no red color was seen in the indicator window during retraction. When the device was slowly withdrawn at an angle of about 50 degrees, after the pulsating blood flow of the blood return indicator stopped, the occluder was slowly withdrawn about 1 cm; the user then continued to withdraw slowly, and the indicator window remained uncolored. Upon removal of the device, the indicator wire loop was deployed and visible with no anomalies noted, and the occluder was withdrawn. The 7f exoseal vascular closure device (vcd) was not attempted to be deployed outside the patient¿s body. The femoral artery¿s suitability, including 8f non-cordis sheath insertion angle of 30¿45 degrees and vessel diameter =5 mm, was verified via angiography; there was no visible calcium or plaque, no vessel tortuosity, no stent near the puncture site, and no vessel stenosis >50%. The target femoral site had not been previously closed within thirty days prior to this procedure, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The procedure was an aneurysm surgery performed retrograde from the right femoral artery using an 8f non-cordis short sheath. The physician has many years of experience using the 7f exoseal vascular closure device (vcd). The patient does not have a history of infectious diseases, and the patient¿s body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile 7f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the deployment lever was not depressed while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A non-cordis 8f catheter sheath introducer (csi) was returned inserted on the unit. The indicator window was observed in the black/white position. No additional anomalies were noted during this visual analysis. The functional deployment simulation could not be performed because the presence of blood prevented complete retraction of the indicator wire and resulted in partial plug deployment. Despite this, the indicator window and internal mechanisms functioned as expected. The indicator window successfully transitioned to the correct positions ¿ black/black when the indicator wire was pulled, and black/white/red when the deployment lever was depressed. This confirmed that the indicator mechanism responded properly to activation inputs. A high-magnification microscopic inspection was performed to assess the internal mechanism. No abnormal conditions were observed. The guard locking system was correctly positioned, secured on the designated white post intended for locking. This mechanism is responsible for generating the characteristic audible ¿click¿ during engagement, confirming that the locking system operated as designed. A product history record (phr) review of lot 18430765 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as the window changed positions as expected and passed functional analysis. Additionally, the reported events of ¿cowling (guard)-deployment difficulty¿ and ¿vascular closure device (vcd)-no audible click¿ were not observed through analysis of the returned device since the indicator wire cowling was noted to be securely locked into the handle with no anomalies noted to the mechanism. The exact cause of the issues experienced by the user could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the no change to indicator reported, particularly since the device functioned as expected during analysis, with the indicator window changing positions appropriately. However, the customer reported that the indicator wire cowling was not locked into the handle and that no audible click was heard during use of the device. If this occurred during the procedure, it could have resulted in deployment issues with the indicator wire and contributed to the inability to change the indicator window. However, the device was received with the indicator wire cowling properly locked into the handle and no anomalies noted with the indicator wire deployment, indicating that these components functioned as intended. Therefore, the evidence suggests that the issue either resulted from user handling and was subsequently corrected after the procedure, or that the information reported on this condition was provided inadvertently. It was also noted during analysis that the deployment simulation could not be completed due to dried blood within the device preventing full indicator wire retraction and plug deployment. As this condition would not have been present during use, it was not considered relevant to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal¿ vcd if the device appears damaged or defective in any way.¿ the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while still holding the exoseal¿ vcd stationary, use the left hand to continue retracting the vascular sheath introducer proximally. Once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal¿ vcd into the vascular sheath introducer if it is removed prior to locking into position, nor remove the exoseal¿ vcd from the vascular sheath introducer once it has been locked into position.¿ it also instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis, phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. However, a risk assessment has been initiated to further investigate similar complaints reported.